Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: no information.

Event description:
Health care professional reported right side capsular contracture baker grade 4. The device has been explanted.